Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position and with three clips jammed. The trigger was manually assisted in order to open the jaws without any difficulties noted and the clips were removed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was under traveled. The multiple clips jammed in the jaws caused the jaws remained in the closed position. However, it could not be determined what may have caused the clips jammed in the jaws. A batch/lot record review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during a urological procedure, the trigger was grasped more than necessary to feed the clip at the 1st firing. The device was removed from the patient after the jaws were completely closed. Then, the jaws were not opened. The jaws did not clamp the patient¿s tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).